Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure information, which were unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2013-03067 & 00302 / 00303 & 00315).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on (B)(6) 2008 and reports patient allegations of tissue and bone destruction, pain, discomfort and difficulty walking. Additional information provided in patient's medical records confirms the initial hip arthroplasty procedure date and that subsequent revision procedures occurred on (B)(6) 2012. The modular head and taper insert were removed and replaced during a revision procedure on (B)(6) 2012. Subsequently, patient underwent a revision on (B)(6) 2012 due to dislocation. The head and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.